Event description:
Customer initially reports "where the cord plugs into the generator at the base is where it caught on fire and severed the cord completely". On (B)(6) 2015 customer reports that a laparoscopic cholecystectomy was being performed, the monopolar cable was plugged into a conmed "system 2450", serial # 13dgu005, for about 10 minutes, when they tried to activate the cautery the fire occurred. No harm done to pt or personnel. On (B)(6) 2015 customer reports the monopolar cable was connected to a richard wolfie: "l" hook - electrode model # (B)(4).

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.